Event description:
(B)(6), home health nurse, advised the new pump that patient received does not work correctly. They were able to complete the patient's infusion, however, the pump alerted there was air in the line the entire time despite (B)(6) addressing the problem and replacing the tubing. (B)(6) stated she has worked with pump for many years and knows this one requires maintenance. Gammagard indication: chronic inflammatory demyelinating polyneuritis. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Therapy start date: (B)(6) 2022.